Event description:
A malfunction on the pump was reported by the caller, identified with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted with resetting the pump, but the issue persisted, so they arranged for a replacement pump to be sent. The customer was instructed to return the faulty pump and acknowledged the need to program the replacement and connect their continuous glucose monitor. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery until the replacement arrives.